Event description:
It was reported that the selector tip broke off in the patient during atrial surgery on (B)(6) 2013. The pieces were recovered. The incident occurred about midway through the procedure. Additional information was requested and on (B)(6) 2013 the following was provided: at the time the tip broke, no other instruments (e.g. Metal instruments) were used alongside of it or near the tip. It was unknown if there was any injury to the patient. There was no delay in surgery. A replacement product was not available to be used but surgery was reported to be completed. Patient outcome was unknown.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.